Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that: "broken exeter stem was removed and replaced with a restoration ps stem."